Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: (B)(4). Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, the hub of a 3.5x7.5 orbit galaxy xtarsoft (640cx3575, 30615578) was cracked or broken. The physician thinks, because of that, the detachment was not properly working. After detachment failure, the physician took the coil out and used the same like product. The procedure was successfully done.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, the hub of a 3.5x7.5 orbit galaxy xtarsoft (640cx3575, 30615578) was cracked or broken. The physician thinks, because of that, the detachment was not properly working. After detachment failure, the physician took the coil out and used the same like product. The procedure was successfully done. No additional information is available. One non-sterile og cmplx xtrasoft coil 3.5x7.5 was received coiled inside of a decontamination pouch. Upon receiving, a visual inspection was performed, and it was noted that the support coil was protruding from the introducer. The hub was visually inspected, and no apparent damage was found. The device was inspected under microscopic magnification, and it was found that a kinked condition opens the introducer at the point where the support coil protrudes. Also, the coil component was inspected under microscopic magnification, and it was noted to be in good condition (i.e., no elongations, kinks, or non-concentric loops were noted) inside of the introducer. Also, the hub was inspected and no damages or abnormalities were found on it. A manufacturing record evaluation (mre) was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. The customer complaint as related to the cracked hub could not be confirmed since no damages or abnormalities were found in the hub component. Since no defect was found, this could not have contributed to the failure to detach the coil as reported in the complaint; moreover, failure to detach could not be evaluated through functional testing since the protruding condition in which the support coil was found precluded the detachment process in the laboratory; the issue with the introducer and the support coil was not originally documented in the complaint and the exact time when it occurred cannot be conclusively determined. It is possible that excessive force was inadvertently applied to the device during the maneuvering, which resulted in the kinked condition found in the introducer and subsequently caused the support coil to protrude. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not use a coil system showing signs of damage. Increase the pressure in the syringe by rotating the syringe knob clockwise until the gauge indicator enters position 3, green zone. Do not exceed position 3, green zone, as this could cause the syringe to lose calibration. If position 3, green zone, has been exceeded, do not reuse the syringe for additional coil detachments. Maintain the pressure in position 3, green zone for approximately 3 seconds. Rapidly decreasing pressure indicates that the coil has been detached; however, detachment must be confirmed under fluoroscopy. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.